Event description:
It was reported that the user was unable to release the infusion set connector from the ilet pump despite attempting the recommended technique, including turning counterclockwise and using a towel for grip. Customer care provided assistance that included customer troubleshooting. Investigation of this case revealed a suspected user difficulty with connector disengagement consistent with a mechanical connection challenge; device damage was not reported, and no component replacement occurred. No clinical symptoms associated with the event reported. Outcomes included no impact on daily activities, no medical intervention, and no hospitalization. It was concluded, based on previously established findings for similar reports, that the cause was user technique-related interaction with the connector.